Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports having accuracy issues with his replacement meter, getting low readings with his plink meter. Analysis run on clark error grid using competitive reading (280) as ref. Point vs. Bd readings (83) yielded data points in the d range of the grid, outside of acceptable limits.